Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the door and bezel (door hinge) was replaced and testing was performed. During testing a free flow of solution was observed. The platen assembly was missing and new platen assembly will be installed. There was no patient involvement.